Event description:
It was reported that a symptomatic patient presented with unipolar ventricular pulse amplitude programmed to 2.0 v at 0.4 ms. At the last interrogation in 2006, ventricular unipolar capture threshold was 7.5 v at 0.4 ms. The doctor elected to extend the av and pv delays, and increase the atrial and ventricular outputs. Capture was not observed in either chamber at higher outputs. The patient had a stable intrinsic rhythm, and was discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.